Event description:
It was reported that the first stent from a trabecular microbypass stent system was implanted in the scleral spur, and the second stent was implanted "slightly posterior". Subsequently, a back-up device was used to implant a third stent, and was noted as "a better implant." The second stent from the back-up device was not implanted. The report noted that both stents were secure in place (not loose) "borderline scleral spur and trabecular meshwork (tm)", and that surgical technique/experience with the device contributed to the stent mispositioning. Through follow-up, the following additional information was received. Reportedly, the patient did well with all three (3) stents in position.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event was due to surgical technique/experience with the device. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).